Event description:
It was reported that "hcp was trying to insert PICC, 60cm catheter but was having issues with microintroducer which was not going inside the patient vein. After repeated attempts to insert the mi, hcp had to abandon the case. Hcp then telephoned the sales rep and informed about the problem with micro introducer. He said that he was not able to insert the mi and observed that tip of the introducer was not smooth & distorted. Patient is fine."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult microintroducer insertion is confirmed but the exact cause remains unknown. One 4.5 fr microez was returned for evaluation. Additional components consisting of one statlock, one suture wing, one 4 fr groshong catheter w/stylet, a sealed two piece connector were also returned. The product label indicated lot: reez4015. The grey sheath had not been split and measured to be approximately 8.2 cm in length. Deformation on the sheath tip was observed. Microscopic observation of the sheath tip revealed the sheath taper to be missing. The sheath tip orifice was flat. The sheath specification corresponding to the reported product information indicates the sheath should measure to be 10 cm in length. The discrepancy and condition of the tip of the sheath suggests it may have been trimmed which may be a contributing factor to the difficult insertion. Since deformation and damage was noted on the retuned sample, the complaint is confirmed; however, the exact factors and conditions during use remain unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez4015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "hcp was trying to insert PICC, 60cm catheter but was having issues with microintroducer which was not going inside the patient vein. After repeated attempts to insert the mi, hcp had to abandon the case. Hcp then telephoned the sales rep and informed about the problem with micro introducer. He said that he was not able to insert the mi and observed that tip of the introducer was not smooth & distorted. Patient is fine."